Manufacturer narrative:
As part of normal complaint f/u, an eval was performed by mako surgical with regard to this event. Examination of the broken pin showed failure consistent with torsional or rotational fracture. This resulted because the bone was so hard it did not allow the pin to rotate during removal. Bone pin failures seen with 3.2 mm diameter bone pins in hard bone have not been seen with 4.0mm diameter bone pins. The 3.2 mm bone pins were previously evaluated by multiple surgeons in a cadaver validation lab, and found to be safe and efficacious in both hard and typical bone quality. Bone pin bends occur occasionally, and bone pin breaks occur rarely; both are known issues of orthopedic procedures. Tips of drill and bone pins are sometimes left in pts and are considered low risk by the surgeon. Material for bone pins is (B)(4) that is safe for long term implantation. Mako's rate of bone pin failure is low ((B)(4)). Available historical data on bone pin breakage were analyzed for this investigation. Surgeons were also surveyed for further insight into the issue. The analyses show the major contributing factor to bone pin breakage are: surgical technique, pt selection, failure to use a drill guide, and using a drill speed that is too slow, thereby increasing torque on the bone pin. Surgeons did not express concerns about the rate of bone pin breakage associated with the use of the rio.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After a successful case, while removing the final bone pin, the end of the pin broke off and was left in the bone of the pt.